Manufacturer narrative:
The customer indicated that the device was discarded. A rep device from the same lot was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak of a chemotherapeutic agent. On an unspecified date, the primary tubing set was being used to deliver an unspecified medication via a plum pump. At an unspecified time, the male adapter of an unspecified secondary tubing set was connected to the clave secondary port on the cassette of the primary tubing set for a piggyback delivery of an unspecified chemotherapeutic agent. After an unspecified length of time, the customer contact reported that an unspecified volume of chemotherapeutic agent leaked from the bottom of the clave port. It was reported that the nurse tightened the connection of the secondary tubing set and the clave port. At this time, the customer contact reported that the clave port detached from the secondary port on the cassette of the primary tubing set. It was reported that the secondary port cracked below the clave port. It was reported that the nurse came in contact with the chemotherapeutic agent. The tubing set was replaced and the therapy was assumed. There were no reported adverse effects to the nurse. No medical interventions were required. Though requested, no additional info was provided, including if the solution that leaked was cleaned up according to the user facility's protocol.